Event description:
It was reported to philips that the long side cover for spring arm fell off. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the lead curtain cantilever shell had detached, although no error was indicated on the monitor. Upon troubleshooting actions, fse replaced the long side cover of the spring arm. After replacement, the system was returned to use in good working order.